Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a meter to lab comparison test. His meter reading was 107 mg/dl, and approx in an hour later had a venous test at his dr's office. The lab test result was 157 mg/dl. He did not have any symptoms.